Manufacturer narrative:
Analysis found that there was high resistance in the pump battery. The cause (if available) is documented in the formal investigation. Analysis also found that the pump motor gear train had corrosion/wear/lubrication and that there was a motor stall due to shaft bearing. Eval code-conclusion (B)(4) applies to the motor corrosion/lubrication/wear and stall due to shaft bearing findings. Eval code-conclusion (B)(4) applies to the battery high resistance finding. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 15mg/ml at 4.5mg/day and bupivacaine 37.5mg/ml at 13mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The healthcare provider reported that a critical alarm had occurred, reset occurred. The healthcare care provider was contacted by the patient who confirmed an 8474 (pump reset) code via their ptm (personal therapy manager) and heard the pump alarm beginning (B)(6) 2017. The patient began to experience withdrawal symptoms on (B)(6) 2017. Per the healthcare provider the patient had oral meds to take and they planned on seeing the patient (B)(6) 2017. Additional information received reported that the patient¿s pump went into reset 3 months from eri (elective replacement indicator) switching to minimum rate. The company representative was notified on (B)(6) 2017 that they needed an emergency pump replacement. There were no known environmental, external or patient factors that many have led or contributed to the issue and no known diagnostics or troubleshooting performed. The pump was replaced and the patient was noted to be doing well. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.